Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for herniated disc. It was reported that since the implantable neurostimulator (ins) was implanted on (B)(6) 2009, the patient noted that her device had never worked. The patient stated that she could feel the ins in her body, but it was not working. An MRI was needed for the patient¿s pinched nerve to find out where it was located. The MRI facility would not complete the MRI unless they receive confirmation that the ins was no longer working. The patient then stated that the device was implanted in her bone, but she did not know if it was the leads of the ins. There were no further complications reported or anticipated.